Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio meter results: 1.3, 1.2, 1.7 and >7.5 inr. Patient's therapeutic range is 2.7-3.0. Patient is on coumadin.